Event description:
This procedure is part of (B)(6): a tia was reported. The patient exhibited confusion and was slow to respond to direct questions following the procedure and through the evening. The symptoms were cleared by the morning. The patient recovered with sequelae.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.